Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was exposed to fluid, crack on the pump and blank display of pump. Customer called with keypad anomaly complaint. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for fluid in pump and customer reported that pump was exposed to moisture but there was no visible fluid in pump. Troubleshooting was performed for keypad anomaly and pump has not been exposed to altitude change. Troubleshooting was performed for blank display and battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Troubleshooting was not performed for crack on the pump issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing medtronic logo. Unable to test for keypad unresponsive anomaly due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor, and keypad flex traces. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded/stained serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer ring at the knit line location. Test p-cap and reservoir locked properly into reservoir compartment during testing. Display anomaly-blank display not confirmed. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Activation-keypad/button unresponsive unknown. Upload error (unable to download history files and traces using thump due to flashing medtronic logo) confirmed. Damage confirmed (found cracked case at the back of the pump). Damage-moisture confirmed. Damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.